Event description:
It was reported by the customer that while they were attempting a four person lift while loading a patient, the cot dropped to the ground. The patient was not injured during the event. One emt injured their back and was evaluated at the hospital receiving medication and a couple of days off from work. The unit was evaluated and no defect was found.